Event description:
During atrial fibrillation ablation procedure, catheter produced poor image quality. Removed from the field and replaced with same type of catheter with no further issues. No patient harm.